Event description:
Report 5 of 5: it was reported while using one bd vacutainer® push button blood collection set, blood was leaking from the tubing and holes were found. There was no health impact or consequences reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 09-mar-2026. H.4. Device manufacture date: 01-jul-2025. Investigation summary: bd did receive 11 samples for investigation. Evaluation of the returned samples indicated damaged tubing. Additionally, 10 retained samples were visually inspected, and no damaged tubing was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode: damaged. Bd has initiated further root cause investigation relating to the issue of holes in tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 5 of 5: it was reported while using one bd vacutainer® push button blood collection set, blood was leaking from the tubing and holes were found. There was no health impact or consequences reported.